Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -12.00 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was removed within the same surgery. There was no patient injury. A replacement lens was later implanted and the problem resolved.